Event description:
It was reported that left hip revision surgery was performed due to a painful hip resurfacing not responding to conservative measures.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to a painful hip resurfacing not responding to conservative measures. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head and dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, the patient had pain. During the revision, there was significant reaction to the metal with discoloration, hypertrophy, necrosis of the synovial lining and minimal muscle damage. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique. The provided documents did not allow to determine a potential root cause or factors that contributed to the reported issue. It was also noted that use of a competitor's (stryker) stem, femoral head and dual mobility liner (stryker) these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, "do not mix components from other manufacturers." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.